Event description:
Medical records received 03/08/2010, from the treating hospital indicate that a (B) (6) female pt who had previously used optifree replenish for "years", used the oxysept ultracare peroxide disinfection system (B) (6) 2008. Notes indicate, "pt reports she applied the solution directly to her eye which caused a burning sensation". The pt reportedly soaked her lenses overnight in oxysept (unk if the neutralizing tablet was added) and applied her lenses in the a.m. As she felt a burning sensation, she removed them and rinsed them with optifree, trying to rinse and re-apply her lenses a total of three times. She sought treatment at a hospital ER and was diagnosed with ocular burning ou, and photophobia, foreign body sensation, conjunctival injection, a sub-conjunctival hemorrhage, corneal abrasion, and a swollen eyelid os. She was treated with refrigerated proparacaine hci 0.5% drops and a codeine 30 mg tablet, and was prescribed zymar qid, and tylenol pm for pain. The pt was referred to her ophthalmologist for f/u the next day. His exam indicated keratoconjunctivitis, with injection, epiphora, and inferior spk os. F/u 3 days later, indicated "minimal residual reaction from keratoconjunctivitis os", va was not affected. She was instructed to continue prescribed treatment. Two weeks later, the pt returned complaining of increased dry eye since having keratoconjunctivitis, though the tear lake was of normal volume, and her eyes were asymptomatic.

Manufacturer narrative:
(B) (4). Photophobia; superficial punctate keratitis. Batch record review for reported lot zc03299 showed that no deviations were noted and the solution was released within spec; retain testing was not conducted because the product has expired. The complaint unit was not returned to the MFR. The root cause has not been established.